Manufacturer narrative:
(B)(4). Bd awareness date provided. Carefusion provided as manufacturer in place of avalign (B)(4) specialty instruments. (B)(4) is the supplier for this instrument. Address: (B)(4).same information, site contact would be (B)(6). If further information becomes available a follow up medwatch will be submitted.

Event description:
Customer stated that during a sinus surgery the doctor was opening the right anterior portion of the maxillary sinus and the instrument snapped causing a superficial laceration on the later wall of the nose. The instrument was removed from the sterile field and taken to the decontamination room. There was patient involvement but the patient was fine and there was no delay to the procedure or medical intervention required.

Manufacturer narrative:
Follow up (B)(4). The sample was received and forwarded to the supplier for evaluation. The instrument was manufactured in april 2018. The supplier inspected the returned device and found that the shaft of the device was bent at the knob joint and the weld was broken. The engineer attempted to move the handle and found that it would not move. The tip also appeared to be stuck in the open position. The most likely root cause for the reported issue was determined to be customer related. The device appeared to have been overstressed or misused. Based off of the evaluation there was no indication that either the design, material, or manufacturing process caused or contributed to the reported issue.

Event description:
Customer stated that during a sinus surgery the doctor was opening the right anterior portion of the maxillary sinus and the instrument snapped causing a superficial laceration on the later wall of the nose. The instrument was removed from the sterile field and taken to the decontamination room. There was patient involvement but the patient was fine and there was no delay to the procedure or medical intervention required.